Manufacturer narrative:
Siemens has completed a technical investigation of the reported complaint. The root cause is attributed to the external forces from the patient on the plexi-ring and gantry cover which resulted in these components breaking. The patient's arms were not fixated, and the patient would not listen to the CT technician's instructions to stop moving. The broken components were replaced by a siemens customer service engineer. No device malfunction was identified. A supplemental report will be submitted if additional reportable information becomes available.

Event description:
It was reported to siemens that after completion of a CT scan, the customer was moving the patient out of the gantry and the patient reacted by pushing against the plexi-ring and gantry cover. Due to the external force, the CT plexi-ring and gantry cover broke. The patient subsequently sustained lacerations to the hand and knee as a result. The patient was taken back to the emergency department of the facility for medical treatment of the injuries; however, no additional information was provided to siemens. According to the operator, before the CT scan, the patient was initially admitted to the emergency department. The reason for admission is unknown. During the CT examination, the patient's arms were not fixated, and the patient would not listen to the CT technician's instructions to stop moving.